Event description:
It was reported the procedure was to treat a moderately calcified totally occluded lesion in the right posterior tibial artery. A 2.50x38mm esprit btk scaffold was implanted in the distal lesion followed by two 3.0x38mm implanted in the proximal lesion. No issues were noted during deployment of the scaffolds and all three were confirmed to be well apposed to the vessel wall. Post implant, no flow was noted to the foot. The lesion was rewired and balloon angioplasty and thrombectomy were performed however outflow was not able to be established. Per the physician, there was possible embolization from the procedure or dissection of the distal vessel. The patient remained hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as known patient effects of coronary scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.